Event description:
It was reported that the external table monitor on the 2800 system would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f4 fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.